Event description:
At the end of a hallux valgus procedure, a metal string was found on the patient's foot during its cleaning. The cleaning was carried out more intensively than usual because of this. The metal string is available for inspection. It has been confirmed then that there are two different metal strings not only one as described at first. For clarifications, both of the products listed below are suspected to be involved in this case, and we cannot confirm from which implant the fragments came out, ps020028 : peca 3 screw lg 28 / UDI : (B)(4) / batch n° l19606 / expiration date: 2029-08-01, sc020024: nexis 2.9 screw lg 24 / UDI : (B)(4) / batch n° m26074 / expiration date : 2030-06-01. These elements have been added here beacause the template does not allow us to have multiple implants as an input, while tswo implants are suspected in this case.

Manufacturer narrative:
At the end of a hallux valgus procedure, a metal string was found on the patient's foot during its cleaning. The cleaning was carried out more intensively than usual because of this. On (B)(6) 2026: it has been confirmed that there are two different metal strings one as described at first. After receiving the parts and analysing them internaly this is the conclusion we can provide: the issue involves machining debris. The supplier has been contacted and received photos of the fragments; the threads will be sent to the supplier for further analysis. The presence of these debris can be relate to the presence of the fragments on the screw, or in the packaging of the screw, or the fragment was already present in the surgical environment. The batches involved in this case are partially consummed by other users and we have received 0 complaints regarding them. Note: this is an isolated case.